Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown 202 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify e70 alarms in the alarm history due to the history file overwritten with a47 alarms due to a corrupted history file. The insulin pump was received with normal operating currents and passed self-test and off no power test. The insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.